Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: dim, faded, discolored display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there was a hole in the keypad cover next to the up arrow button. On investigation, all the keypad buttons had normal response and were functional. The keypad cover was removed for investigation and did not reveal any evidence of contamination of the button contacts. The display screen was dim, faded and discolored.